Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. There was no indication that patient factors contributed to the reported event. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been similar reported events for the reported lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. As a result, nonconformance was previously raised.

Event description:
It was reported that a triathlon 4 in 1 femoral cutting block came apart during removal from the patients femur after the cuts were made. One of the pins on the back remained in the patient and had to be removed separately.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a triathlon 4 in 1 femoral cutting block came apart during removal from the patients femur after the cuts were made. One of the pins on the back remained in the patient and had to be removed separately.